Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during an elbow surgery procedure the customer's gii with #2 orthocord broke on the wings while being inserted into the patient. The sales rep stated that the correct drill was being used during the case, but did not know the patient's bone density or if the same bone hole was used to complete the case. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device was discarded by the customer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and not available for evaluation. It was reported that the correct drill was utilized during the procedure, however, the patient's bone density is unknown. No further information regarding this complaint has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Furthermore, a review into the depuy synthes mitek complaints system revealed no complaints for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is not currently available.